Manufacturer narrative:
Visual inspection: both side covers, weight indicator, and flow control knob are cracked; the strap is worn, and the quick connect is loose. The bottle mounting screws, washers, and jam nut are missing. The bottle has a small dent. Functional and leak tests: the secondary relief valve and connector, fill tube, female adapter, vent tube, vent to fill, heat exchanger, and flow control valve leak, and the unit has a high normal evaporation rate. Incident repeatability test: the unit was filled to capacity and permitted to stabilize for approx. 15 minutes. Weight, operating pressures, flow control valve, and weight indicator performance were monitored while the unit operated continuously from full to empty at 6 lpm and were within specifications. Flow performance was 6.0/6.5 lpm throughout (see attached chart). Summary: throughout performance evaluation, the unit continued to indicate and produce sufficient pressure and flows within specification for 135 minutes (the max operating time is 156 minutes). The reported problem could not be duplicated. The unit has been placed in quarantine and no repairs made.